Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to episodes of noise. The associated right ventricular (rv) lead was surgically abandoned and replaced as well. The physician requested analysis of the device to rule out a header issue. There was no reported prior history of noise from the device or adverse patient effects that would suggest a device/system issue. No additional adverse patient effects were reported.